Event description:
During a follow-up call, a pd nurse reported that patient was admitted to the hospital from (B)(6) 2014 to (B)(6) 2014 due to peritonitis and hyperglycemia. The patient's effluent was cloudy. The patient was given vancomycin and fortaz while in hospital to treat infection. Staphylococcus epidermis was discovered during the culture test given on (B)(6) 2014.

Manufacturer narrative:
The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.